Event description:
A customer reported that the nitrogen ran out at the beginning of the vitrectomy portion of a combined phacoemulsification/vitrectomy procedure. At time of the event; the eye was not being infused causing a loss of pressure and the vitrectomy probe subsequently broke the posterior capsule. The nitrogen supply was switched out and the procedure was completed.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met all product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).